Event description:
In 2008, tech - siderails were loose and intermittent not latching, repaired siderails. The following month, sum - tsr stated that the latching of the intermediate siderails was intermittent. Problem due to wear and tear. Tsr replaced the siderail side arms, p/n 68873, the dowel pins 69078pl and 4727102pl, for the latch mechanism.